Manufacturer narrative:
On-site investigation identified that the quantum power supply was not secured to the frame. During movement, it is suspected that it must have been bumped and lost contact, resulting in power loss. This was easily replicated. Once secured, the system passed all functional testing.

Event description:
User reported a power failure that caused an interruption in sweep. They were elevating the patient's bed without sufficient slack on the pump lines. An alarm was triggered and the hardware lost power.